Manufacturer narrative:
Block b3: exact date unknown, event occurred a last couple of months from the date manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain and burning sensation on the implantable pulse generator (ipg) pocket site. The ipg has also reportedly moved inside the patients body. The patient underwent an ipg revision procedure and was doing well postoperatively. The explanted device will not be returned by the medical facility.